Event description:
Ous MDR - it was reported that a device and lead exchange was performed. The lead was returned for analysis with a possible insulation defect. No corresponding complaint was made and no adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis of the lead, it was noted that the insulation of the lead body was damaged by friction about 18 cm distal of the connector pin and that there was also damage to the coating of the rope conductor to the ring electrode at just that site. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of this fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and of friction of the lead at the ICD housing. The analysis also showed marked squashing and signs of fraying of the lead body 28 cm distal of the connector pin. The observed damage manifestation requires excessive pressure stress onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due the "subclavian crush syndrome." There were no indications of material defects or manufacturing errors.